Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. Prior to the procedure, shaft was allegedly broken off. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (lit; dqy) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter in two segments. Upon visual inspection, the device was returned in two segments with the balloon detached from the proximal glue joint. Segment 1 consists of the balloon which had the protective balloon sleeve over. The proximal end of the balloon glue joint was noted to be detached from the outer catheter shaft. The protective sleeve was removed from the balloon. Segment 2 consists of the catheter shaft of the sample and bifurcate, luers and glue fillets. No anomalies to the luers, bifurcate or glue fillets. No functional testing was performed due to the nature of the complaint. One photo was provided and reviewed. The photo shows the dorado device kept in a transparent packaging and device is partially visible. The labeling details in the photo match with the information available in trackwise. The event information was mentioned hand-written above the packaging. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment as device was returned in two segments with balloon detached from the proximal glue joint. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. Prior to the procedure, shaft was allegedly broken off. The procedure was completed using another device. There was no patient contact.